Event description:
The account alleged that the bed will not go into trendelenburg when they pull out on either cardio pulmonary resuscitation handle and after the head lowers. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.